Event description:
It was reported that the insulin pump had an issue with the drive support cap. Customer's blood glucose reading is 140 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose motor support disk.